Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. The customer experienced different blood glucose level of 73 mg/dl ,40 mg/dl and 60 mg/dl. The customer was treated with food. The customer did not report any symptoms for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not allege that the insulin pump was over delivering. Drive support cap was normal. Troubleshooting was declined by the customer for low blood glucose. The product will not be returned for analysis.